Manufacturer narrative:
The product has been returned to the manufacturer for investigation. No corrective actions can be implemented until the investigation has been completed. Initial results indicate that the reported event could not be reproduced and might be related to unintended use damage. However, further investigation is ongoing to exclude other root causes.

Event description:
The surgeon went to use the pedal and no action was noted when pressing the treadle. The error of fop65541 was noted. The knob on pedal was moved to the right and then back to center with no clearing of the error. The procedure was aborted due to this incident after the patient had already received anaesthesia and incisions had been made. No patient harm occurred.

Event description:
The surgeon went to use the pedal and no action was noted when pressing the treadle. The error of fop65541 was noted. The knob on pedal was moved to the right and then back to center with no clearing of the error. The procedure was aborted due to this incident after the patient had already received anaesthesia and incisions had been made. No patient harm occurred

Manufacturer narrative:
With regards to this event a foot pedal was returned for investigation. Visual inspection of the returned foot pedal revealed damage to the pedal's housing (a.o. Cracks in the pedal affecting water resistance) and damage to rocker switches. This damage was determined to be use related. Functional testing of the returned pedal did not reveal any anomalies. The pedal functioned according with the release specifications and the reported error could not be reproduced. Additional investigation by the supplier did not reveal additional information to determine the cause of the reported event. A device history record review did not reveal any anomalies. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based upon the information available, the investigation findings do not lead to a clear conclusion regarding the cause of the reported adverse event. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The product is being returned to the manufacturer for investigation.

Event description:
The surgeon went to use the pedal and no action was noted when pressing the treadle. The error of fop65541 was noted. The knob on pedal was moved to the right and then back to center with no clearing of the error. The procedure was aborted due to this incident after the patient had already received anaesthesia and incisions had been made. No patient harm occurred.